Event description:
Abbott diabetes care (adc) received a medwatch report mw5185809 which reported the following information pertaining to an adc device: an alarm issue was reported with the adc device. The customer experienced a signal loss and was unable to receive glucose alarms reportedly within 3 feet distance from the mobile device. As a result, the customer was not alerted of changes in glucose level. The customer reported that other adc devices worked for a day and others for 6 days. There was no report of symptoms experienced by the customer and treatment received regarding the medical event. The customer requested for device replacement. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report mw5185809 and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.